Manufacturer narrative:
Reference (B)(4).

Event description:
Associate district sales manager reported that an end user experienced an issue using an auryon atherectomy catheter 2.0mm - hydrophilic coated (lot# unknown): during the procedure, the team used a 2.0 to lase a tight cfa. After a few passes, they took the laser out to flush and put it back in. During that time, they realized that the silver tip of the catheter had become dislodged from the surrounding black catheter. The catheter was switched out to a 1.7 to finish the rest of the procedure, and the patient did not experience any adverse effects or require medical intervention as a result of this incident.